Event description:
The insulin pen needle. The bd autoshield duo lot # 8347605 had at least 2 pen needles that would not lock into place and continued to turn. When removing the needle from the pen, the spring is unloaded and not correct.